Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported catheter tip fracture could not be conclusively determined. The product's lot number could not be obtained; therefore, the primary di number is provided (d4), but full UDI information is not available. Medsun #(B)(4).

Event description:
It was reported that during a procedure, the catheter tip was fractured. Groin access was obtained and the sheath was placed. The catheter was introduced through sheath in the groin. Difficulty advancing the catheter was noted. The catheter was removed and upon inspection it was observed that the tip was cracked. No crack was noted prior to being used on the patient. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.